Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the contact reported that the patient was released from the hospital earlier in the day. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed that the patient was diagnosed with peritonitis. On (B)(6) 2019, the patient was evaluated at the outpatient dialysis clinic for abdominal pain. While obtaining a peritoneal effluent fluid culture, the pdrn noted the fluid was cloudy. The patient was sent to the hospital and was admitted for the administration of intravenous (IV) antibiotic therapy. The patient was treated with IV gentamycin (dose not provided) x 5 days while hospitalized and continued receiving intraperitoneal (ip) gentamycin 40 mg once daily x 16 days after discharge. The pdrn stated that the cause of the patient¿s peritonitis is unknown, however the peritoneal effluent fluid cultures drawn at the outpatient dialysis clinic on (B)(6) 2019 were positive for escherichia coli. The patient continued to undergo pd therapy while hospitalized without issue. The patient is recovering from the events and continues to utilize ccpd for rrt.

Manufacturer narrative:
Correction: MFR narrative should include clinical investigation. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler and the adverse events of peritonitis characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. Escherichia coli (e. Coli) is one of the most common organisms causing gram-negative peritonitis in peritoneal dialysis (pd) patients, and results from touch contamination, exit site infection, or possibly a bowel source such as constipation, colitis, or transmural migration, but the cause is often unclear. Based on the information available, the liberty cycler can be disassociated from the event, as there is no allegation or objective evidence a liberty cycler product deficiency or malfunction was associated with the peritonitis and/or hospitalization. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the cycler was returned; however, due to an insect infestation, the cycler was quarantined and an investigation cannot be performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.